Event description:
The implantable neurostimulator and extension were returned to the MFR for disposal only. The return paperwork did not suggest or question a malfunction and no pt symptoms were reported. The MFR's device tracking system indicated that the pt had expired. The health care professionals (hcps), listed in the MFR's device tracking system for the pt, were contacted to try and obtain cause of death and device relationship. One hcp stated that they do not have this pt in their system nor do they have a paper chart; they stated the pt may have been seen somewhere else. The other hcp had not responded to the request for additional info at the time of this report. A follow-up report will be sent when additional info becomes available.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed no anomaly found - ins was functionally okay. Final device analysis of the extension revealed non-significant anomalies- extension okay, but cut thru (suspected explant damage).